Event description:
It was reported that the pt's stimulation turned itself on and off throughout the day. When stimulation turned itself on, it felt like the pt "got a hold of an electric fence". The pt experienced the symptoms while sitting, standing, and laying down. The symptoms began approximately two weeks prior to this report. The pt's lead was implanted in their arm and they continued to feel stimulation in the correct location (arm to hand area). It was reported that the lead may have been sitting on a nerve. The pt had last adjusted stimulation 1-2 years prior to the event and had been maintaining their stimulation low and comfortable. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).